Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegation of cracked connector could not be confirmed through product analysis. However, the reported allegation of mechanical issues could be confirmed as the pump not passing the valve deactive state test could affect the functionality of the ams 700; therefore, being the most probable cause of the reported events. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams 700 was thoroughly analyzed. Visual and microscopical analysis of the pump revealed the tube had been cut down to the pump block and was not returned for analysis. Upon functional testing, the pump did not pass the valve deactive state test. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which the pump was removed and replaced. Upon explant, the pump connector was found to be cracked; however, the cause for this crack was not detailed by the facility. Following the intervention, the patient was stable and improved.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which the pump was removed and replaced. Upon explant, the pump connector was found to be cracked; however, the cause for this crack was not detailed by the facility. Following the intervention, the patient was stable and improved.